Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing discomfort at the midline incision site. The patient underwent a revision procedure wherein the clik anchor was relocated and buried deeper. The patient was doing well post-operatively.